Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure a 3.0 x 12 mm xience v stent was deployed to treat the mid lad lesion. Predilation was done prior to stent deployment. There was no device issue or patient effects observed at the time of the index procedure. However, at the 180 day follow up visit the patient reported having had exertional chest pain. The patient had treatment of an additional stent for possible in-stent restenosis at an outside hospital about 1 month prior to this follow up. No additional event or patient information is available.